Event description:
An article was received that reported multiple adverse events and malfunctions. The current report captures the high impedance events associated with the lead. MFR. Report # 1644487-2017-04684 captures the serious injury report of infections reported in the article reported on the generator. MFR. Report # 1644487-2017-04685 captures adverse events associated with the lead. The article discusses the surgeon¿s experience and techniques with 30 patients who underwent vns lead removal and in some cases re-implantation. The article also discusses two surgical techniques, sharp dissection and monopolar microneedle electrocautery. The article reported that there were 24 patients in whom vns was not effective and they lost their benefit due to fracture of the lead as confirmed by high lead impedance that required surgery to reestablish vns functionality. No further relevant information has been received to date.